Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on or about (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products. Associated MDR #1225714-2013-01583.